Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for abnormal rv coil impedance values. The impedance had been increasing gradually. The lead further exhibited high counts to the sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.